Event description:
End user called for assistance checking the results as displayed in the device. After phone troubleshooting, it was discovered that the device's display was not showing the left side digit for the test results. The device was replaced and the defective one returned for investigation.